Manufacturer narrative:
(B)(4). Physio-control provided the third party biomedical engineer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer's device will not power on. There was no report of patient use associated with the reported event.